Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported during getting transeptal access, the patient coughed. The physician checked for a pericardial effusion via intracardiac echocardiography (ice). The patient's blood pressure dropped, and the anesthesiologist gave some epinephrine to treat the blood pressure. It was confirmed that the patient had a periodical effusion. A pericardiocentesis was done and 700ml of fluid was removed from the patient. The patient was stable, and the drain was removed. The patient did not require surgical repair. The case was aborted. The patient stayed overnight for observation. The physician felt when the patient coughed the needle may have gone too far posteriorly when crossing the septum with the needle, but he was unsure. They had ablated the flutter line in the right atrium. The maximum wattage used for the ablation was 45 watts. They used a soundstar catheter, stsf, pentaray, isthmus, and a vizigo sheath. This complaint will be conservatively reported as ablation was performed prior to event, and the physician is not sure what caused the event. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The temperature was tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. Magnetic sensor functionality was tested on carto and the catheter failed, hi was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished device 30689775l number, and no internal action was found during the review. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review on 3-may-2022, it was discovered that there were several details mistakenly omitted from the initial report. Those details are as follows: the adverse event was discovered during use of sound star and vizigo. The physician¿s opinion on the cause of this adverse event was that the patient coughed during transeptal stick. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event for observation. The patient has a history of hypertrophic cardiomyopathy. The generator used in the case was a smartablate, which does not require servicing. A transseptal puncture was performed with a baylis versacross. Ablation was performed prior to noting the cardiac tamponade, the cti line was ablated. There was no evidence of a steam pop. The event occurred during transeptal phase. The irrigated catheter was used in the case and the flow setting was set at 2ml low 15 while burning. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector & visitag with the visitag module parameters for stability set at 5mm,3sec, 25% min 3g with tag index.